Event description:
Customer reported the device did not function at the correct speed, also hanging. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the there was no drive, the reduction gears were defective, and the drive shaft was worn. This was attributed to defective maintenance. The reduction gears, drive shaft, and seals were replaced. The device was repaired and returned to the customer on (B)(6) 2013.